Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the acj connectors and identified poorly connected optical fiber. The fs reconnected the cable, programmed and calibrated the universal surgical manipulator (usm4). The system was tested and verified as ready for use. Isi has not received the usm involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The root cause of error 319 points to node 196 is not present at startup, node name: axes controller, motor (acm) in armnet4 usm.

Event description:
It was reported that prior to starting a da vinci-assisted pyeloplasty surgical procedure, there were repeated 319 errors on universal surgical manipulator (usm) 4. The site called in to report that an issue that was previously reported (see pr 1912830) has returned. During system setup, the caller needed assistance to use the system with 3 arms. The technical service engineer (tse) guided or staff to disable arm 4. The system is usable with 3 arms. The procedure was completing as planned with no reported injury.